Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella pump experienced an automated impella controller failure. The controller was replaced with another to continue patient support. No patient harm was reported.

Manufacturer narrative:
B5 added information that was omitted from the initial report that was submitted. D2b updated procode as it was previously entered incorrectly on the initial report that was submitted. D9 the device was returned and the date was added. G4 revised PMA/510(k) as it was entered incorrectly on the initial report that was submitted. H6 updated codes to reflect that the device was returned. H10 related report number was added as it was omitted from the initial report that was reported. H11 updated additional manufacturer narrative to reflect that the device was returned. The automated impella controller was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed.

Event description:
This is one of two related reports. This report represents the automated impella controller and another report was submitted to represent the impella rp flex.

Manufacturer narrative:
Corrected information has been provided in d2 (common device name and procode) to reflect the correct device identifier. Additional information has been provided in d6 (implantation and explantation date and year) was not available at the time of the initial report and has now been provided following follow up.